Event description:
It was reported that a patient underwent a laparoscopic apical colpopexy on (B)(6) 2023 and mesh was implanted. It was reported that mesh was visible on (B)(6) 2025. On 2 year inspection, there was light herbal cygens, slight pop genes. The mesh was visible at the top of the vagina, single thread. No palpable mesh. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including weight, bmi at the time of index procedure. Were any concomitant procedures performed or concurrent devices implanted? Were there any intra-operative complications? Please provide the mesh exposure site/location, symptoms. How was the exposure confirmed? Was an additional procedure performed? Was a cystoscopy performed? If yes, what were they looking for with the cystoscopy? Was a cystoscopy performed to confirm the exposure of the mesh? Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? Were any deficiencies or anomalies noted with mesh device? Are there any photos available? The mesh fixation technique? (Single or double crown; spacing between implants) if mesh erosion occurred, what plane did the mesh erode into (ex. Bowel/bladder)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 health effect - clinical code. Additional information was requested, and the following was obtained: lette urgencygener should translate into : mild urge incontinence symptoms.